Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Using the returned battery cap, the pump powered up to the display screen with auditory and vibratory features. The reported blank screen issue was not duplicated in the investigation. Unrelated to the reported display issue, the bolus button cover was found to be punctured.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the display was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).